Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user required fse support to switch on the system after site renovation and that the request had been incorrectly logged as an "incident"/"complaint" in servicemax. The philips remote service engineer (rse) guided the case planner to create a new request under ¿supplementary services¿ and close this case. As there has been no complaint, this event was incorrectly reported. No calls have been logged in philips for this device/issue, therefore, no further action could be performed by philips. Since the case was incorrectly created, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.